Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A 3mensio was reviewed and showed calcification in the native valve. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was unable to be confirmed as the event unit was not returned. Available information suggests patient factors (calcification) likely contributed to the event as the customer reported that there was calcification in the native valve and it was confirmed based on the 3mensio imagery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during valve deployment of a 26mm sapien 3 ultra resilia, the balloon on the 26mm commander delivery system ruptured about 2/3 of the way inflated due to severe calcium build up in the native valve. The valve was anchored in the patient's native annulus and patient was still stable. The implanting physician removed the delivery system from patient without injury and then used a 24mm true balloon to inflate the 26mm sapien the rest of the way. The doctors did not want to use a 26mm true balloon due to the calcium and the risk of rupture. The patient was stable at end of procedure, and everything exited the body without injury.